Event description:
It was reported that during a declot procedure, the basket became separated from the device. The patient was sedated and a snare was used to retrieve the basket. The procedure was completed using a new device. Add'l info received from the physician on (B)(6) 2010 stated the declot was being performed on a male pts' upper arm fistula. Four passes were made prior to the basket separating. The procedure was being done over-the-wire and no sharp angles were encountered. The length of delay in treatment is unk. There was no patient death and no complications. The patient was successfully declotted using another kit and he was fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.